Manufacturer narrative:
Add'l info will be provided one investigation is completed.

Event description:
It was reported that during a procedure surgeon stated that metal pieces were coming off round bur hollow 12 flute.